Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One picture and a used sample was provided for evaluation. The provided picture was evaluated, and it was noted the set was used. No signs of air in line was noted on the picture. The sample received was evaluated and it was noted the detachment occurred due to insufficient solvent on the bonded joint. The reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the manual solvent application process of the product. The operator applied insufficient solvent on the tubing during the bonding process. Although our training procedures ensure that all employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: alarm was beeping air in line. IV set was removed from pump to inspect for bubbles, and it was observed that the tubing was broken at the connection. No injury reported.